Manufacturer narrative:
Patient weight and ethnicity: unknown as information was asked but not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted at a later date due to the patient not being able to adapt post iol implantation in their left eye. The replacement iol was a non-johnson & johnson lens. Through follow-up, it was learned that patient visual issues were blurry vision, halos, glare driving at night, and reading. No further medical or surgical interventions were required. Patient visual outcome post-lens exchange was reported as 20/40 sc (without correction) / 20/25 with manifest refraction (mr). No further information was provided.